Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the tip of the adc freestyle libre 2 sensor did not penetrate the skin as it was applied to the stomach area instead of their extremity. As a result, on (B)(6) 2021, a scan of 5 mmol/l was obtained and the customer and experienced "nausea, cramp in the body, no feeling in the arm or legs and dizziness" and had a seizure a loss of consciousness. Emergency services were called twice and on the second time provided the customer intravenous "nacl and 1l ringers lactate" and brought the customer to the intensive care unit. A lab test of 23 mmol/l was obtained and the customer was provided IV glucose, insulin, "b-glukos every hour," 67 units of insulin, antiemetics, morphine, and other analgesics for a diagnosis of dka. No further information was reported. There was no report of death or permanent injury associated with this event.